Event description:
It was reported that the user filled the pump tubing twice to 100 units and forgot to insert a new cartridge during a supply change, after which an agent guided a full supply change and insulin delivery was resumed; the user employs an inset teflon infusion set. Symptoms included none reported. Outcomes included troubleshooting and education with correction of the supply change steps and restoration of therapy. Investigation included customer service review and user guidance on correct cartridge and infusion set change workflow. Investigation of this case revealed user procedural error during supply change without device alarms, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect supply change steps.